Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004, the patient underwent anterior lumbar fusion surgery from vertebrae l4-s1 wherein rhbmp-2/acs was implanted. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e in the disc space). Post-op, the patient complained of increasingly severe low back pain, related to subsidence of both interbody cages. Severe pain and symptoms led the patient to undergo revision surgery on (B)(6) 2005. The patient continued to experience chronic mid to lower back pain, swelling in her lower back, and sharp pain in her right hip. The patient experienced difficulty in sitting, standing and walking, and required occasional use of a cane to assist in ambulation. These injuries prevent patient from practicing and enjoying the activities of daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.